Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/18/2024, it was reported by a sales representative via (B)(4) that an ar-611-4 tibial impactor broke. This occurred during a procedure where another device was swapped and the case was completed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual inspection identified that the head of the balance uka sportsplasty, tibial impactor, had broken. Also, it shows depth scratches on the surfaces of the head impactor and the base of the handle impactor. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. Functional testing was not performed due to the damage to the device.